Manufacturer narrative:
Correction: please retract manufacturing report 2017865-2026-01350. Upon review, the lead should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.

Event description:
It was reported that the patient presented to the hospital with swelling due to an infection. The physician elected to explant the pacemaker (pm), right atrial (ra) lead, and right ventricular (rv) lead. The patient remained stable.